Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4) during post operative check patient experienced loss or failure of implant to integrate.